Event description:
Customer reported system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the cpu board. System operates as intended.